Event description:
It was reported by a physician that he stopped using the "x-stop device after having several devices loosen after one year." No add'l info was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.